Manufacturer narrative:
Analysis was performed by a remote service engineer (rse), who spoke to the customer and advised that the device reached its end of full support at the end of 2025, is no longer available in stock, and will not be restocked. The rse advised that the device is end of life; however, we are unable to confirm the final disposition of the device because of insufficient information. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: (B)(6).

Event description:
Philips received a complaint on the microstream co2 extension module indicating that the pressure measurement was below range, noted during corrective maintenance. The device was not in use on a patient at the time of the event, so there was no patient involvement.